Manufacturer narrative:
New information: g4, d4.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint. But has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head & cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion. However, the implantation operative report indicated the acetabular component was implanted at approximately 30° anteversion. It is unknown if the increased anteversion of the acetabular component led to the reported pain. The surgeon noted x-rays that showed femoral component loosening; however, no x-rays or x-ray reports were provided nor was loosening noted in the intraoperative report. The reported pain may be associated with the scar tissue noted intraoperatively; however, the root cause for the scar tissue cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. The revision document does not note findings consistent with the complaint description of metallosis or elevated metal ions. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision surgery was performed due to difficulty walking and performing other physical activities; pain in the hip; metallosis; pseudotumor; adverse reaction to metal debris; and elevated levels of metal ions in blood.